Event description:
A customer contacted beckman coulter inc. (Bci) stating the tubing on the no foam bottle was leaking. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.